Manufacturer narrative:
Iq200 automated urine microscopy was found to have a leak in the specimen filter which was resulting in failure to auto focus. The fse replaced damaged tubing between the pbv and sample filter. There was no reports of injuries or change in pt management as a result.

Event description:
The customer reported the auto focus is failing. The customer has replaced the sample filter and re-run the focus several times. The customer reported that when the strobe is running, the focus fails after the first pipette dip.